Event description:
During laparoscopic appendectomy, we used a multi fire endo gia that malfunctioned 1st by not firing, secondly by not releasing (#(B)(4) auto suture endo gia 30 2.5mm lot #pom0959). We opened a new stapler and used it. No injury to pt occurred.